Event description:
The disposable loading unit was used with an instrument during a low anterior resection. Reportedly, the cartridge did not contain staples. The surgeon manually sutured to complete the procedure. No pt injury reported.